Manufacturer narrative:
Could you please provide more details about the incorrect sampling (size, location, depth? Harvesting the graft from the thigh, basic size. For how long the increase of surgery time was increased (more or less than 30 minutes)? The operation time increase was less than 30 minutes. What is the date of the last dysfunction? On (B)(6) 2024. Could the medical staff complete the procedure ? If yes, how (doing another sampling? The treatment was performed. Other dermatome was used. How is the patient? The patient feels well. Is the patient an elderly person, an adult, a child or a baby? The patient was an adult.

Event description:
A facility reported that wile taking a graft with a dermatome (ID 3539700), it "tugged" the skin. The graft was disposed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Dermatome was returned for evaluation: failure analysis - head assembly was misadjusted, and several parts were worn or missing and in need of replacement. The inspection of the dermatome shows it has worn two width clips, worn eccentric screws on its head assembly and a worn drive shaft assembly. These parts could cause mechanical disfunction, disrupt the usage and need to be replaced for replacement. The unit showed no electrical part caused defects. The unit must undergo a function and electrical safety test. Root cause - the root cause is most likely use error and/or rough handling over time without regular routine maintenance causing damage to the dermatome. Proper adjustment, proper technique, proper handling, and regular routine maintenance per the dermatome IFU should prevent against "turbulent" grafts.